Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected restart. Blood glucose level at the time of the event was 77 mg/dl. The customer stated when they calibrate the insulin pump, the insulin pump restarts. The customer also stated it has been happening repeatedly. Troubleshooting was not provided and the issue was not resolved. The insulin pump will not be returned for analysis.